Event description:
It was reported to covidien on 03/09/2010 that a customer had an issue with a peritoneal dialysis extender. According to the customer, on (B) (6) 2010, patient went to the hospital for a routine examination and catheter extension. On (B) (6) 2010, patient returned to the hospital with intense stomach pain. During the examination, they found cloudy fluid in the peritoneum; culture was taken from the fluid which showed the growth of yeast plus fungus. Upon the lab results, the catheter was surgically removed immediately and the patient was treated with hemodialysis.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.